Manufacturer narrative:
The customer's report was verified and attributed to a faulty main board. Evaluation of the main board found multiple blown components. The main board was replaced to remedy the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will be shipped in batch with other devices. The device has not been received.